Event description:
The customer states that the patient is a (B)(6) male bone marrow transplant recipient who has generated the following architect tacrolimus assay results: date: (B)(6); initial result: 220 (1:8); trough value: na; 120 minutes post: na (ng/ml). Date: (B)(6); initial result: na; trough value: 44.6; 120 minutes post: 24.5. Date: (B)(6); initial result: na; trough value: 58.0; 120 minutes post: 22.0. Date: (B)(6); initial result: na; trough value: 9.5; 120 minutes post: 91.0. Date: (B)(6); initial result: na; trough value: 7.9; 120 minutes post: 8.9. Date: (B)(6); initial result: na; trough value: 6.5; 120 minutes post: 20.2. The patient is being administered a tacrolimus dose of 0.2 mg/kg, 24 hrs (orally) after being taken off intravenous administration on 10-5. The customer is concerned that for the test results obtained for 10-6 and 10-7, the trough values are higher than the 120 minutes post-tacrolimus administration values. The customer states that the patient has no liver function issues. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An engineering/quality review was completed for this report of a system error 2240 (air in set). This report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Although it is not clear from the complaint the cause of the bag falling, the complaint is related to the patient not placing the bag in an appropriate location. The hp stated that the night of this incident she set up differently; she had not put the bag on the shelf but she placed it toward the back of the table so it fell. A review of the product labeling was found to be adequate for the potential use error in the complaint. The homechoice apd systems patient at-home guide instructs patients to place solution bags on a flat, stable surface and not stacked on top of each other. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) reported that a supply bag fell on the floor and disconnected. The technical service representative (tsr) advised the hp to contact the peritoneal dialysis nurse (pdrn). The hp stated she did call pdrn first and was instructed to start over with new supplies. The tsr assisted the hp to disconnect and retrieve cassette. On (B)(6) 2010 (B)(4) spoke with the hp who stated the night of this incident she set up differently. She stated she usually puts the bag on a separate shelf and positions it center; this particular night she had not put the bag on the shelf and had placed it toward the back of the table. The hp stated she was sure this was what caused it to fall. The hp confirmed she did follow up with her nurse and labs were drawn because this past week she seemed to have a stomach virus. The hp stated the lab results did not indicate any infection and she had been advised that the stomach virus would 'run its course'. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.